Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Event description:
It was reported the patient's lead had high impedances on 3 and 7 electrodes. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
A patient's lead had high impedances on 3 and 7 electrodes was reported to abbott. As a result, the lead was explanted and replaced to address the issue. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.